Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "material like air bubbles" (foreign material present in device). Ophthalmic surgeon reported material like air bubbles were found when product was injected into the patient's eye during surgery. This product appeared completely different than usual. There was no patient impact.

Manufacturer narrative:
There were no remarks in the batch record filling and visual inspection files. The syringes are 100% visually inspected during the manufacturing process, items with air bubbles are rejected. The retention samples were inspected and contain no air bubbles. The complaint sample was partially used and inspected for air bubbles; no air was present in the returned syringes. Retain and return samples all tested within specifications. There are no other reports for air bubbles in this lot number. (B)(4).